Event description:
It was reported that the patient presented in hospital for normal follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. A device replacement was discussed. No further information was reported.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information noted that the device was explanted and replaced. The patient was stable before, during, and after the procedure.